Event description:
The hospital reported that the power supply (vh3010) has repeatedly timeout during cases since it was purchased. Timeout was noticed in several cases over several months of use. The surgeon has changed out the adapter cable (vh4020) and extension cable (vh4030) without improvement. The harvester will switch to a different power supply and complete the case without any further issue. The surgeon will use the same vh4000 after he switches the power supply out and not have any issue. This malfunction has occurred over several months with various vh4000 lots. There has not been any significant patient case delay. There has not been any patient injury. It has occurred with several patients. There has not been any material left in a patient. There has not been any damage to vh4000 kits.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw # 1477513 updated sections: b4,d9,g3,g6,h2,h3,h6,h11 corrected section: h6-device code changed to 4016 the device was returned to the factory for evaluation on 03/16/2026. An investigation was conducted on 4/9/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device passed the transected tissue test. The device was able to transect four (04) times. Based on the returned condition of the device as well as the evaluation results, the reported failure " intermittent loss of power" was not confirmed. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# 14287) and the complaint lab's hemopro power supply test box. The test results were as follows: no load voltage output: 5.50 vdc (passed test). Low current output: 4.01 amps dc (passed test). High current output: 6.00 amps dc (passed test). The complaint vasoview hemopro power supply passed all three output tests. Based on the returned condition of the device as well as the evaluation results, the reported failure " intermittent loss of power" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6) . The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.